Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The case was reported to be off label due to significant juxtarenal angulation outside the indications for use for the ovation stent graft. The final angiogram showed the presence of a type ia endoleak. The physician did not want to balloon initially because of the severe reverse taper of the neck, and there was no evidence of a type ia leak before finishing the iliac limb deployment; a small, late type ia endoleak did appear after the limbs were deployed. The physician did not want to place a palmaz stent at this time as he feels the leak will resolve on its own as it improved significantly with ballooning and the heparin will wear off. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical evaluations was able to find substantial evidence to confirm the reported intraoperative endoleak type ia. The complaint is most likely user related. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review.the final patient status was not reported. Device was not returned, therefore, sample evaluation was not completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: (B)(4).